Manufacturer narrative:
Results of investigation: a vyaire medical service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning main board. The main board was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator went inoperable while in use on a patient. There was no harm associated with this reported event, the nurse was at bedside. The ventilator now has a constant alarm.